Event description:
This complaint is on a 4.0mm uncuffed hyperflex trach, part number 60ha40. Complaint states that tube migrated out of the pt's stoma. The tube was purchased 7/7/1998. First used 1 day prior to event date.